Manufacturer narrative:
An ocd field engineer (fe) visited the site. A possible root cause was determined. The pressure in the fluidics system was out of specification. Incorrect pressure / vacuum in the fludics system can lead to probe drip. The fe performed the appropriate adjustments to return the analyzer to expected operation.

Event description:
A customer reported that the probe on the ortho provue analyzer leaked fluid during testing. Contamination of reagents was not reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion incompatible blood. Erroneous test results were not reported as a result of this incident.